Event description:
Per the clinic, the surgeon suspected that the implant position was asymmetrical to the one on the opposite side. Subsequently, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
The device analysis report attached.